Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2024. The skin was prepped with an alcohol wipe prior to sensor insertion. On (B)(6) 2024, the patient experienced a skin reaction with infection at the needle puncture site which occurred 4 days after the sensor had been inserted into the arm. On (B)(6) 2024, the patient consulted with a doctor about the skin reaction. The doctor advised that the area was infected and prescribed oral cephalexin. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.